Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens and the battery compartment has some corrosion. The pump was visually inspected, and the sensor test was performed. The issue was not able to be duplicated. The battery compartment was changed due to corrosion.

Event description:
It was reported that the device gave an alarm with the message "cassette not attached". There was no patient involvement.